Manufacturer narrative:
Physio-control observed excessive current leakage from the internal batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined that root cause for the failure was an electrically leaky capacitor, designator c177.

Event description:
The device was the subject of a recall. When the device was evaluated by physio-control, it was observed that the device would not power on. There was no pt associated with the report.